Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation. Visual inspection: the closurefast catheter was inspected and found the coil was bent approximately 6cm from the distal tip. At the area of the bend the fep appeared bubbled and deformed; with dried coagulum. Testing/findings: 1. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. 2. The catheter coil was submerged in water at 35 degrees c . The catheter was activated and reached 120 degrees with no errors. 3. The device passed continuity and resistance functional testing.

Event description:
This procedure was performed in (B)(6).customer stated that the catheter had reached temperature for only the first three seconds, then the temperature fluctuated between 70 and 90 degrees. The investigation of the returned closurefast from (B)(6), 2014, found the fep coating over catheter coil was inspected and found the coil was bent approximately 6cm from the distal tip. At the area of the bend the fep appeared bubbled and deformed,

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.